Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access total bhcg (5th is) reagent was returned for evaluation. One sample was sent to the beckman coulter complaint handling unit. The patient sample was analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with an access total bhcg (5th is) result above the highest calibrator value. This result confirmed the results obtained by the customer. Dilution testing generated linear results. Interference testing was performed. The sample recovered similarly and above the highest calibrator value. The investigation could not demonstrate any interference. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible elevated total beta human chorionic gonadotropin (access total bhcg (5th is)) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample once with the onboard dilution feature and once with the special dilution feature and generated elevated results, above the expected values for the patient's gestational age. A new sample from the same patient was collected and analyzed on the same laboratory's unicel dxi 800 access immunoassay system and a similar result above the assay's highest calibrator value was obtained. The customer reanalyzed the patient's sample once with the onboard dilution feature and generated an elevated result, above the expected values for the patient's gestational age. The elevated access total bhcg (5th is) result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a becton dickinson serum tube and was centrifuged at 1,800 g (g-force) for ten (10) minutes at an unknown temperature. No issues with sample integrity were reported by the customer.